Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device broke intra-operatively and was not able to be implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 19, 2015 - expiry date: march 1, 2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a foot fracture procedure on (B)(6) 2016. During the surgery, the reported plate broke as the surgeon attempted to contour the plate to fit the target bone. As a result, the procedure was extended five (5) minutes. No patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation of the received article has shown that the implant is broken at one screw hole as described. On the back of the plate, there are some deep scratches visible. Due to the damages, however, the complaint relevant dimensions could not be checked against print specifications. The manufacturing documents show that the production procedure was followed according to specifications and that there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distribution in march, 2015. A failure in neither material nor production could not be detected. With only the available information, an exact reason for the breakage could not be determined. Based on the deep scratches at the back of the device, it is likely that the pliers did not grasp the plate properly and slipped during bending/contouring. Consequently, this slippage could have led to breakage at the hole. Based on these findings, the cause of failure is not likely due to any manufacturing non-conformances. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.